Event description:
The physician performed a left ventricular angiogram with a pigtail diagnostic catheter. As he pulled the catheter out of the left ventricular and through the aorta during the last phase of the injection, he noticed small fragments migrating along the aorta and settling in the pelvis area. According to the physician, the fragments appeared to be a piece of the guidewire. No other complications to the pt were reported.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch.